Event description:
The patient goes to the clinic because of the alarm coming from the device. The doctor checks the patient's ICD crt (implantable cardioverter defibrillator cardiac resynchronization therapy) control. He sees the change in svc (superior vena cava) and hvb (high-voltage b) coil impedance in the control is more than 200h ohm. The doctor decides to change the lead. He changes the lead, but same the problem continues with the current battery. The doctor wants a new device during the procedure and implants it to the patient. The problem is over. The doctors thought was that there was a problem in the connector connection of the old product, so he implanted a new device and was successful. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).